Event description:
This is a spontaneous case report received by baxter affiliate. Pt (age unknown) underwent surgery for spinal decompression in april 2003. On the following day, the pt returned to theatre for surgery to control post-operative bleeding. Floseal matrix hemostatic sealant (quantity and lot # unknown) was applied to control this bleeding. On the following day, the pt reported paralysis and was diagnosed with cauda equina syndrome. At an unspecified time, the pt returned to theatre for further surgery. A hard mass was found and retrieved, which the surgical staff took to be floseal. The staff sent a sample of this mass for analysis to another dept of the hosp. The pt has had "some resolution of symptoms". No further info was provided.